Event description:
It has been reported that the insyte 22ga x 1.0in has been found experiencing label issues before use. The following has been provided by the initial reporter: shipping boxes of insyte with sticker hiding information.

Manufacturer narrative:
This MFR. Report # 9610048-2019-00236 is void. Complaint is to be canceled as complaint is not regarding the product. No investigation/DHR will be completed. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the insyte 22ga x 1.0in has been found experiencing label issues before use. The following has been provided by the initial reporter: shipping boxes of insyte with sticker hiding information.